Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was fractured. Upon interrogation the lead had high impedance, intermittent capture and noise. The lead was reprogrammed and remains in use. The patient is scheduled to discuss the possibility of extracting and replacing the lead in the near future. No patient complications have been reported as a result of this event.